Event description:
Reporter alleged blood glucose measured 149, 41, & 161 mg/dl when all tests were performed back to back at the same time at 12:50 pm. It was stated customer had no symptoms at the time. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement was sent.